Manufacturer narrative:
This case, with patient identifier cn-384564 (aviva), is related to case with patient identifier (B)(6). (Guide).

Event description:
It was reported the patient received the following results within 15 minutes: hi mg/dl (which on the system indicates a result in excess of 600 mg/dl) (guide me) and 140 mg/dl (aviva).